Event description:
During evar in 2008, the male patient had tortuous and calcified access vessels. The physician tried to advance the flex main body graft but was unable to advance the device. He then attempted to use the endodilator set to dilate the access vessel. During attempted dilation, the patient's pressure dropped and at that point, the physician converted to an open repair. Patient outcome is unknown at this time.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, the appropriate individuals have been notified and we will continue to monitor for similar events.